Manufacturer narrative:
(B)(4) 2012,a response from the manufacturer is pending. Device remains implanted.

Event description:
During the implantation procedure, while the device was programmed in aai mode, repeating asan annotations with very short as-an intervals were observed while running markers in the egm screen. The device remains implanted and was reported that the device is functioning normally. The files from the programmer were sent to the manufacturer for review.

Manufacturer narrative:
(B)(4) 2012 - a response from the manufacturer is pending. (B)(4) 2012 - the device was not returned, the provided expertise files were reviewed. The provided files didn't enable to carry out the analysis of the reported event. The files, on which the reported event was observed, was requested but was not returned or saved. Therefore, the reported event could not be confirmed; no conclusion can be drawn. Device remains implanted.

Event description:
During the implantation procedure, while the device was programmed in aai mode, repeating asan annotations with very short as-an intervals were observed while running markers in the egm screen. The device remains implanted and was reported that the device is functioning normally. The files from the programmer were sent to the manufacturer for review.